Event description:
It was reported that the user was unable to lock the connector in place when attaching supplies to the ilet, consistent with a fitting problem involving the connector/coupler; the user was instructed not to reinsert the cartridge, then replaced the connector, rewound before reinserting the cartridge, and primed until drops were observed, completing the supply change without further assistance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact and no effect on blood glucose. Customer care provided support that included communication with the user and guided supply change education. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.